Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device in question was returned to an evaluated by baxter. The system error 322 was reproduced during evaluation testing. However, the specific component could not be identified. Evaluation of known contributors to ec 322 has led to the determination that the upper and lower auxiliary were the failing components and require replacement. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The upper and lower auxiliary assemblies were replaced.

Event description:
It was reported that a device experienced a system error 322. It was also reported that there was no pt involvement.